Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The reported breach in aseptic technique was not further identified. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. On an unknown date, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was recovering and remains on antibiotic therapy. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.